Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/22/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient about system memory reset is causing the disconnect between g5 application and transmitter, advised to upgrade operating system for smart device as the version currently on smart device is outdated and potentially causing system reset. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/28/2016 and confirmed the reported loss of connection. No additional patient or event information is available.